Event description:
Caller reported a discrepancy between the displayed and actual time on a pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer was assisted in updating pump time and advised to monitor the situation and follow up if the discrepancy recurs; customer understood and acknowledged these instructions.